Manufacturer narrative:
Date of event unknown: date of notification has been used for this field. Medical device expiration date: unknown. (B)(6). Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for leakage was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Customer samples were received for batches 5203971, and 6020623. No samples were received from batch 6020623. All samples were visually inspected for pierced sleeve and functionally evaluated for sleeve leakage. There were no sleeve leakage or side pierce defects identified. This complaint was checked with batches: 5203971, 6020623, and 5252587.

Event description:
It was reported that leakage inside the bd pronto quick release holder + needle came loose from the holder during use. Eclipse used in combination with pronto holder. No injury or medical intervention was reported.